Event description:
It was reported that a catheter break occurred. A 2.4mm jetstream xc atherectomy catheter was selected for an angioplasty to treat atherosclerosis of lower extremity in the deep femoral artery. During the procedure, the aspiration lumen inside the catheter burst causing the catheter body to rupture. The procedure was completed with another jetstream catheter, and there were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6); reported here as phone number exceeded character limit for designated field.